Event description:
The pt's wife reported that her husband is continuing to get e4 (occlusion) alarms. At the time of the call, the e4 occlusion alarm, was not able to be reproduced. The pt's wife was able to successfully prime the device twice with no occlusion alarms. The pt's wife reported that this morning, his blood glucose was elevated. She reported that it was 438 mg/dl at 10:15am. His normal blood glucose value is 160 mg/dl. He bolused 3.5 units of insulin through the infusion device to reduce the elevated blood glucose. At the time of the call, the pt's blood glucose value was 387 mg/dl. She reported that is slightly elevated due to the pt having eye surgery and he has a cold. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.